Event description:
It was reported that two staples broke 6 weeks postoperatively after a tn arthrodese whilst decompression with a heel shoe. No further information received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is confirmed. The most likely cause for the reported failure is a patient specific event. Upon visual evaluation of x-ray attached to the complaint of an alleged dynanite® supermx nitinol staple, 20w x 20l. It was concluded that the implanted dynanite® supermx nitinol staple, 20w x 20l broke in several pieces. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. Per dfu-0157-10. Revision 0. E. Warnings. 5. Postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. 11. Detailed instructions on the use and limitations of this device should be given to the patient. 12. Dynanite staple only: the implants are not designed to replace normal healthy bone or withstand the stress placed upon the device by full or partial weight-bearing or load-bearing in the presence of nonunion, delayed union or incomplete healing. Immobilization of the treatment site using routine methods (casting, splinting, etc.) Should be maintained until bone healing has occurred (4-6 weeks).